Manufacturer narrative:
It has been reported that the device will not be returned to codman for evaluation. A serial number has been provided, and a review of manufacturing records will be performed. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affilate, an icp displayed inaccurate data. There were no reports of delay or patient harm.

Manufacturer narrative:
UDI : (B)(4). A review of manufacturing records found that the device conformed to specification when released to stock. To date, the device has not been provided for evaluation. If the device is provided in the future, the complaint will be reopened and a followup report will be submitted. At present, we consider this complaint to be closed.